Event description:
Caller states patient received results of 24.4 mmol/l and 8.6 mmol/l within 10 minutes on the inform system. A lab sample was drawn, and 40 minutes later returned as 30.3 mmol/l. Patient was not treated until venous sample was received. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).